Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the documentation sent from brachytherapy, was received with the wrong reference number. The reference number was documented as "(B)(6) 2017", instead of "(B)(6) 2017".

Manufacturer narrative:
Received a photo sample of the calibrated seed certificate. The reported event was confirmed as a manufacturing related issue. The calibrated seed certificate attached, which was an exact copy of what was delivered to the customer, indicated that the reference date was (B)(6) 2017. Product labels were also reviewed and indicated the reference date as (B)(6) 2017, which is correct. The calibrated seed certificate, (B)(4), that accompanied this customer order was reviewed and found to contain incorrect information. The reference date was displayed as (B)(6) 2017 instead of (B)(6) 2017. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the documentation sent from brachytherapy, was received with the wrong reference number. The reference number was documented as "(B)(6) 2017", instead of "(B)(6) 2017". It was later reported that the product was used to complete therapy.